Event description:
The initial reporter questioned positive results for multiple patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 402 analytical unit. The customer alleged positive results from (B)(6) 2026 ("1460 ui/ml"), (B)(6) 2026 ("1430 ui/ml"), and (B)(6) 2026 ("1360 ui/ml"). The customer alleged that subsequent toxo igm results from an external laboratory from an unspecified enzyme-linked fluorescent assay (elfa) on (B)(6) 2026 were negative ("0.07 vt"). Data was provided for one sample tested for toxo igm: on (B)(6) 2026, the result on the e402 analyzer was 1.43 coi (positive). It is not clear if the initial results provided are from one patient or different patients. The specific initial results provided are also being clarified. Clarification has been requested but has not been provided.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).